Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and updated final investigation. Updated fields: d9, h2, h3, h6, h11. The actual device was returned to olympus for inspection, and the reported failure was confirmed. The operation pipe of the handle section was broken and the insertion portion was detached from the handle section. The loop was not returned. A definitive root cause could not be identified. Based on the results of the investigation, a probable cause of the reported event is due to a stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the reported failure was not confirmed. A photo of the device was provided, which showed that the control pipe in the control section was damaged. Olympus determined a likely mechanism causing the reported events might be one of the following: potential cause 1: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) the slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Potential cause 2: 1) ligate the polyp by performing the operation correctly. 2) the tube sheath has moved forward but was not realized causing release of the loop. (The tube sheath has moved forward due to peristalsis of the patient or movement of the scope.) 3) the base of the loop goes inside the coil sheath. 4) hook and loop are jammed in the coil sheath because the hook is retracted. Potential cause 3: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. -scope angle -meandering state of the scope tube -state of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit based on the results of the investigation, and since the actual device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported during a therapeutic endoscopy procedure, the handle spring of the single use ligating device came away from the handle. The team had to remove the endoscope from the patient and cut the device free. After discussion with the doctor, it was noted that the ligation device was deployed, but once in position he was unable to release the loop. It was a low polyp, so the doctor was able to remove the polyp with the device in the endoscope from the patient's rectum and cut the wire. There were reports of patient harm.